Event description:
The reporter stated that he encountered difficulties during a revision surgery to remove a 6 hole plate, secured by screws that have a cap, from the pt's left foot. The pt had the initial surgical procedure four years ago. The podiatrist did not have the correct instrument that was needed to remove the screws. The reporter was not the podiatrist who performed the original surgery. The pt has been in pain and the big toe was standing straight up which prevented the pt from wearing a shoe. There was bone overgrowth over the plate. An osteotomy was necessary and it was necessary to break the plate in order to remove it. It was observed that the plate was silvery on the bone and metallic brown on plate. The surgical procedure took twice as long as the physician expected as he did not have the correct instruments and the plate and screws were very difficult to remove. The procedure was prolonged by about two hours. Podiatrist expects to remove the plate in the pt's right foot in the near future. The complaint sample is not available for return for evaluation. Integra has requested additional pt info.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.